Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2023. Review of the download data, indicates the patient received an inappropriate treatment in response to low amplitude cardiac signal and motion artifact. At 03:20:24, the patient received the inappropriate treatment. The patient's rhythm at the time of the treatment event was sinus rhythm @ 80 bpm with low amplitude cardiac signal and motion artifact. The patient's post-shock rhythm was sinus bradycardia @ 50 bpm with pvcs and hb. The patient passed away on (B)(6) 2023 at approximately 10:26 am. The electrode belt was disconnected at 11:39:37. The patient's last seen rhythm was obscured by motion artifact/electrode lead fall off.

Manufacturer narrative:
The monitor and electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.